Event description:
It was reported the patient¿s refill health care provider (hcp) was ¿new at refilling¿ and had not been draining the pump before putting the new morphine in each month. It was stated the new medication was mixing with the old medication and therefore the patient did not get the full affect of fresh medication. It was also reported that the pump didn¿t show the correct amount in the pump when it was programmed to see how much should be in it versus how much was actually in it. The machine said there was supposed to be ¿2mg¿ and there was ¿4mg.¿ the pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73870, implanted: (B)(6) 1999, product type: catheter. (B)(4).